Event description:
On 02/03/1999 following a diagnostic procedure an angio-seal device was placed in a pt's groin. The insertion site was above the bifurcation. At some point within 24 hours from deployment a vessel occlusion was verified by contralateral arteriogram. Two stents were inserted resulting in re-establishing blood flow through the vessel. There was no further pt sequelae reported. As of 03/02/1999 there has been no further report to the MFR or complication or additional pt sequelae.